Manufacturer narrative:
No clots were seen in the sample. There was insufficient sample volume in the tube when tube was retrieved by the customer and visually inspected. Per customer, no calibration and qc problems were noted. A field service engineer was dispatched and replaced the glucose module. The electrode was returned to bci for further investigation.

Event description:
Beckman coulter inc. (Bci) internal monitoring data for glucose indicated one patient sample that did not match when running in duplicate mode and gave a false low result. The customer did not call and complain to bci about this sample. There was no affect to patient treatment with regard to this event.